Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, station experienced intermittent network connectivity, causing frequent disconnections and leading to failure in completing remote software upgrades. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number.a review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-dec-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue.upon investigation of the actual device used in this incident, it was determined that station required upgrade. A field service engineer (fse) checked the station, and the station was online but required 1.11v upgrade and later reimaged the station to new version and tested functionality. The system functioned as intended after the field service engineer troubleshot the device.